Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 10-feb-2017. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal. There was no unanticipated bleeding and no patient injury.

Manufacturer narrative:
Evaluation summary: one lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Initial visual inspection found no defects. The reported condition was confirmed. The device produced an instant regrasp alarm and could not be activated on simulated tissue. The device could not complete its seal cycle due to the regrasp alarm. The device was disassembled and resistance measurements isolated the defect to the red and gray wires between the crimp and the jaw. The product engineer was notified of the complaint and confirmed that product did not meet specifications. The device should seal completely and not activate any alarm. Examination of the crimps revealed that both the gray jaw wire and the red jaw wire and the corresponding cable primary wires (that power the jaw seal plates) had been inserted too far into the ferrule. This caused the two crimp fingers to grab too far down on the insulation. This was apparent from the fact that the jaw wires and cable ends are visible well above the crimped ferrule. Though the crimps are strong, they did not make good electrical contact between the wires. These poor crimps caused the device resistance to rise after repeated activations out of specification (1.8 ohms). The higher than spec resistance caused the generator to go into the re-grasp alarm condition, which shuts down power to the device. This crimp defect is a mis-assembly in manufacturing from inserting the wire ends beyond the stopping point of the crimp fixture. The investigation identified the root cause of the alleged event to be a bad wire crimp during assembly. There was no reported injury to the patient or the user as a result of this non-conformance. The severity identified in the current risk analysis is appropriate. A review of the device history records for this device found no additional contributing factors from the manufacturing process. If information is provided in the future, a supplemental report will be issued.